Event description:
It was reported to philips that geoipc communication failure occurred on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the bios battery and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).